Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a physician experienced difficulty in taking an impression and performing the prosthetic restoration on a conical implant following the use of a healing cap. According to the physician, access to the implant-level restoration was obstructed, requiring local anesthesia to expose the implant and proceed with the restoration.the implants had been placed 1.5 mm subcrestally.